Event description:
Spontaneous call from (B)(6) at (B)(6) for pt's remunity dosing; author provided. (B)(6) reports pt is in the hospital for a pah exacerbation [onset date unknown). Per previous report pt went into the hospital today (B)(6) 2023 for a cardiac catheterization because they have been retaining fluid lately (onset date unknown) and is being kept overnight. Unknown if md is aware. No further info, details or dates available. (B)(6) pharmacy fill pt. Pt started using remunity device (B)(6) 2023. Reported to cvs/caremark by: health professional.